Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was too hot to the touch. Patient had put a plate under the monitor from melting the table. Advised the patient unplug the monitor. No further troubleshooting was indicated. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.